Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to low blood glucose. The paramedics were called once before and customer was treated. This low blood glucose event cause customer to seek medical assistance from hospital. Customer also requested assistance with the mio infusion sets. Nothing further reported.